Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has a stage 2 driveline infection, and the hospital staff suspects that there is fluid along the driveline tract. A CT of the driveline was taken, and the results were negative, no abnormalities were found. The pt was placed on oral antibiotics. The pt was moved to a 1a status for a heart transplant and was transplanted.

Manufacturer narrative:
The pump will not be returned to the MFR for eval as the hospital staff disposed of it. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.